Event description:
It was reported that the patient had accidental power cable disconnect, low power hazard and no external power alarms on (B)(6) 2022 while tethered to the mobile power unit (mpu) due the patient accidentally puling the mpu power cord from the wall outlet. There was no interruption to pump support during this event. The patient's ac power cord had a v-lock connector and there were no environmental circumstances that could have affected ac power. The mpu was still in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 12 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms activated on (B)(6) 2022 from 1:18:37 to 1:18:44 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored. The system controller backup battery supplied power to the system and pump function was not affected during the loss of ac power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that the mobile power unit (serial number: (B)(4)) was still in use and would not be returned for evaluation. The root cause of the reported event was determined to be the patient accidentally disconnecting the ac power cord from the wall outlet, per the additional information provided. The device history records were reviewed and the records revealed that (B)(4) was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 IFU entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.